Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2018 with the following findings: during the investigation, the audio bolus button cover was found to be missing on the pump. Unrelated to the original complaint, the display screen had a pinkish contrast. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (audio bolus button damaged) issue. The reporter alleged the audio bolus button was missing. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.